Event description:
Using a femoral stick with an 11 fr. Pinnacle sheath, pre dilated the lesion with a 12x4 optipro balloon catheter. They mounted a 36mm mega stent on a 15x4 optipro balloon catheter stent on a 15x4 optipro balloon catheter, deployed the stent and it was uneventful. They checked deployment with ivus and elected to take a 16mm mega stent and deployed with an 18x4 xxl balloon dilatation catheter and positioned the balloon and stent more proximal to the first stent. Upon inflation, the balloon ruptured, and physician did two secondary post inflations. Upon removal of balloon, physician felt resistance. Under fluoroscopic visualization, physician saw what appeared to be stent or stent fragment in the distal aorta. The pt returned two days later and had the stent or stent fragment pulled into the left iliac to secure with a third stent.